Event description:
On (B)(6) 2023 11:22:22, rv lead integrity warning: 2 or more high rate-ns episodes <220 ms. Sensing integrity counter >= 30 in 3 days. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).